Manufacturer narrative:
Updated block: b5. Per the supplier evaluation, the cause for the observed failure/behavior of the sensor could be identified with small and flat air bubbles near the cathode wire that were barely visible. This was noticeable as the usual spot where air bubbles (bigger and more visible) appear is around the gluing spot at the crossing of the cathode wire into the housing respectively an insufficient coverage of the slotted cathode pad. There was also noticeable pressure under the core which indicated a state of dehydration. The life-time-cycle of the cell is expectable and considered normal. The cathode wire appeared waved which is in line with the flat air bubbles found around the cathode wire and considered abnormal. Usually the contact pressure of the diffusion barrier towards the ptfe-film should provide sufficient contact pressure and prevent a loose situation with a waved cathode wire and subsequently cavities that can be filled with gas and forming the observed flat bubbles. The cause for the insufficient contact pressure was unknown. Potential causes were tolerances of materials and the assembled structure (referring to tolerances within the manufacturing process). Possible effects of the application could have contributed (example: fast dehydration process leading to a rapid change of the pressure situation within the core cell and resulting influences/forces on the mechanical setup). This could be caused by a complex chain of events leading to an individual single fault event.

Event description:
Additional information was received that the issue occurred during a cardiopulmonary bypass (cpb) procedure. Per clinical review: the team had an incident with the electronic patient gas system (epgs) on the heart lung machine (hlm) during a cpb procedure on 16-feb-2021. The perfusionist set up and calibrated the oxygen (o2) sensor for a procedure that was occurring later on in that day. After the power to the hlm had been on and the epgs system was calibrated without issue for a period of time, the epgs system alarmed and informed the perfusionist it had lost calibration and needed to be re-calibrated. After a few additional attempts at calibration, the epgs o2 sensor calibrated. The perfusionist proceeded to initiate bypass without issue. Further, during the procedure the system stopped displaying the measured value for fraction of inspired oxygen (fio2), but the gas flow value was available. The perfusionist used his clinical knowledge of saturation values from his venous monitoring device and blood gas assessment of the patient to assure that his fio2 was adequate and that he was giving the patient the fio2 that was set by his system. The system was used to finish the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this incident.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) determined that the initial voltage output from the oxygen (o2) sensor was out of specification. He functionally tested the sensor and the readings were out of specification, reading high, at all setpoints. With the high readings it prompts the electronic patient gas system (epgs) to attempt to lower the o2 blend, prompting the user to recalibrate the epgs.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, the epgs passed calibration but then failed after being on for a period of time. After several attempts, the epgs once again passed calibration and was continued to be used. During the case the unit stopped displaying the fraction of inspired oxygen (fio2) value even though the gas flow value was displayed. Appropriate measures to assess the patient and system were used and the case was completed. The field service representative (fsr) spoke with the manufacturer's technical support specialist about the logs to verify errors. Multiple occurrences were found of incorrect oxygen (o2) sensor values. The fsr replaced the o2 sensor and completed testing. No further issues were found with the epgs. The unit operated to the manufacturer's specifications. The suspect device was sent to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) started alarming shortly after it passed initial calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.